Event description:
A discordant, falsely low cortisol result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s) because it did not match the clinical picture of the patient. The sample was rerun twice undiluted and once diluted, and the diluted result was reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low cortisol result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluating the instrument data, the gps specialist did not find any instrument malfunction. The gps specialist did discover that there had been level-sensing errors. As per the immulite 2000 xpi operator's manual, level sensing errors usually indicate an insufficient (i.e., short) sample amount. There were also clot detection errors, meaning that a clot was detected in the sample tube. The cause of the discordant, falsely low cortisol result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.